Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another device (onetouch ultra2). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at around 5:30pm. The patient reported obtaining blood glucose readings of "6.6 mmol/l" with the subject meter and "4.7 mmol/l" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that immediately prior to the start of the alleged issue he developed symptoms of "shakes, back of neck was tingling and he felt weak". During the follow-up call, the patient claimed he associated the symptoms with low blood glucose and that he ate supper in order to bring his glucose up. During the follow-up call, the patient stated that he tests his blood glucose 3 times a day and that his normal blood glucose range is typically between "7.0 to 10.0 mmol/l". The patient informed the csr that he manages his diabetes with a fixed dose of oral medication (2.5 tablets of metformin 500mg, 1 tablet of januvia and 2 tablets of diamicron) and insulin (lantus before bedtime). During the follow-up call, the patient stated that in the last 6 weeks his health care professional increased his lantus insulin from 45 units to 58 units and that he is taking an additional 2.5 tablets of metformin in the morning. The patient stated that prior to the onset of symptoms he had last tested with the subject meter earlier that day in the morning. The patient claimed the reading obtained was "around 7.0 mmol/l" which was within his expected range and that he took his usual dose of diabetes medication in response. During the follow-up call, the patient attributed the onset of the symptoms to increased physical activity and consuming food at different times to normal. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no evidence that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.